Event description:
Additional information was received. It did not charge and it was reported that it was not good charge yet. Actions taken was providing an abdominal belt.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6), implanted: explanted: product type recharger product ID 97745 lot# serial# (B)(6), implanted: explanted: product type programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial# (B)(4), product type: recharger. Product ID: 97745, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt stated they has had a hard time charging her implant. Pt states they just met with the rep and they couldn't get anything. Pt states takes 1.5 hours to get to 40%. No symptoms or patient complications were reported. Information was received from a patient (pt) regarding an external device. The reason for call was pt stated the ins wouldn't charge right since implant (B)(6) 2020 pt stated her field rep ordered new equipment but the ins still didn't charge right. Pt stated on (B)(6) 2021 the physician moved the ins over to a different place. Pt stated they could wear the equipment but the ins is still not charging. Pt connected with the rtm cord and controller says excellent connection. They stated that they tried to charge their ins on sunday (B)(6) 2021 they were connected for 1.5 hours and they did not get any charge to the ins. The controller battery is 100% and the ins battery is in the red. Pt stated this was what they had been seeing when they tried to connect. The issue was not resolved. Pt stated they has an upcoming appt 13-sep with the neuro surgeon and their rep is supposed to be there.